Event description:
It was reported that the core impaction drill was overheating during a procedure. The procedure was completed with the same device without any delay; no adverse event was associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.